Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited a molding defect at the lip and also underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited a molding defect at the lip and also underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-jan-2025. Investigation summary: bd received 52 samples and 4 photos for investigation. Out of these, 30 samples were visually inspected for stopper defects, resulting in 10 failures. Additionally, another 30 samples were inspected for foreign materials (fm), with 5 failures, and a further 30 for damages, with 24 failures. The returned samples were not tested for draw volume due to contamination concerns. The analysis of the returned photos revealed that one photo showed multiple tubes with insufficient specimen, another depicted a deformed stopper, and another displayed multiple tubes with damages near the top. Furthermore, 20 retained samples underwent functional tests for draw volume, all of which were within specification. Additionally, 30 retained samples were visually inspected for fm, damages, and molding defects, with none failing these inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: broken - before use, underfill, foreign matter, and molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.